Event description:
It was reported that the intra-aortic balloon (iab) was inserted at another hospital. The insertion site was the pt's right femoral artery via a sheath. According to the perfusionist the pt arrived in the middle of the night ((B)(6)) and the iab was switched to the receiving hospitals pump (serial number (B)(4)). Initially they had difficulty getting the fiberoptix sensor (fos) signal, however the fos signal was achieved and the perfusionist calibrated the fos (light bulb changed from black to blue to white). The pump was working well and supporting the pt. Timing and triggering appropriate in autopilot mode. On (B)(6) 2014 the perfusionist contacted the sales rep and stated that there was blood in the helium drive line (occurred at 0130 am). The iab was removed and saved for return. The pump did alarm, however the perfusionist was not sure what the alarm was for. There was no reported pt death, injury or complications. Medical/surgical intervention was not required. There was an interruption/delay in iabp therapy. It was determined that the pt did not require another iab. The pt outcome is listed as okay.

Manufacturer narrative:
(B)(4).